Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a caesarean section, while closing the skin, the needle broke off the suture and was lost below the patient¿s skin. An x-ray had been required to locate the needle which was then removed.